Event description:
It was reported vf detection and aborted charging were observed due to oversensing. Noise was reproducible. Insulation damaged was observed at the pocket. The lead was explanted and replaced during device elective replacement. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.6cm was returned for analysis. External insulation abrasions were noted at 42.3-42.7cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.5-10.8cm from the distal tip. Internal insulation abrasion was noted at 9.8-9.9cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted at 45.3-45.5cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and oversensing.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.